Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. A trend was identified however it was concluded that no CAPA is warranted as the root cause of the hernia recurrence is not determinable from the provided complaint information. Adhesions are considered to be a normal healing response and it is not evident that the use of veritas contributed to the formation. Per synovis, based on the information provided by the customer, the root cause cannot be determined therefore further investigation is not possible. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a report of a recurrent paraesophageal hernia (peh) after surgical hernia repair using the veritas collagen matrix. While recurrences after peh surgery para have a relatively high recurrence (12%¿42%; oelschlager et al., biologic prosthesis during laparoscopic peh repair annals of surgery. Volume 244, number 4, october 2006) when treated via the laparoscopic approach and with primary repair, we cannot exclude a contribution of veritas to the reported adverse event. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
A physician reported to baxter sales representative that a patient experienced diafermaldnia (voicemail was not clear) reoccurrence following implantation of veritas. No further information provided. Additional information received on (B)(6) 2014: the surgeon called to report that he had taken a (B)(6) female patient back to the operating room following a paraesophageal hernia (peh) repair procedure with veritas collagen matrix implant reinforcement. The patient was returned to the operating room due to a recurrence of her peh hernia. The surgeon stated he observed adhesions to the diaphragm, omentum and the veritas collagen matrix. He explained that he could visualize the veritas mesh product in the location of the repair. He described that he took down the adhesions and completed the recurrent hernia repair, and implanted another piece of veritas collagen matrix to reinforce the new repair. He said the patient was in good condition and recovering as expected. He said he will monitor the patient going forward for continued progress.